Manufacturer narrative:
This supplemental report is being filed to correct the b1: adverse event/product problem; and b5: describe event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Additional information indicated that a revision was performed, and the explanted pacemaker was reused and connected to a new implantable lead for a temporary pacing system. The right atrial (ra) lead and right ventricular (rv) lead were explanted. The ra lead fractured in the body leaving behind the last two centimeters of lead. No additional adverse patient effects were reported. The ra lead will not be returned.

Manufacturer narrative:
This supplemental report is being filed to correct the b1: adverse event/product problem; and b5: describe event or problem. If information is provided in the future, a supplemental report will be issued. The "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Additional information indicated that a revision was performed, and the explanted pacemaker was reused and connected to a new implantable lead for a temporary pacing system. The right atrial (ra) lead and right ventricular (rv) lead were explanted. The ra lead fractured in the body leaving behind the last two centimeters of lead. No additional adverse patient effects were reported. The ra lead will not be returned.

Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Additional information indicated that a couple centimeters of the ra lead was left behind. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.